Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump back to stock with no allegations. Upon triage on (B)(6) 2018, the service tech found that the unit did not alarm when turned on. Also no sound when the buzzer option was selected in the "more" options.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the enteral feeding pump back to stock with no allegations. Upon triage, the service tech found that the unit did not alarm when turned on. Also no sound when the buzzer option was selected in the "more" options.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.